Event description:
An agilis introducer and dilator assembly was advanced over the guidewire into the patient and the side port was aspirated and flushed. The physician noted air bubbles coming from the hemostasis valve of the introducer. The introducer was exchanged and the procedure was successfully completed with no consequences to the patient.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.